Event description:
Additional information has been received from allergist indicating that decision has been made to not explant the ring at this time. The patient is receiving medical treatment with acceptable results.

Manufacturer narrative:
This follow up MDR is submitted to correct an incorrect report date and aware date in our initial MDR 2015691-2014-01174.

Event description:
Edwards learned of a patient presented two (2) weeks after ring implantation with an allergic reaction in the body with rash. The patient was admitted to treat with corticoid. The patient was discharged and a allergy test was scheduled in the following weeks. The doctor confirmed that the allergy test was positive for nickel. The patient required rehospitalization to reintroduce corticoids. The ring remains implanted at this moment.

Manufacturer narrative:
Report of allergic reaction to metal alloy used in an annuloplasty ring. Patient tested positive for ni (nickel) and is being assesed for possible explant of ring. Edwards will continue to monitor all events. Additional information will be reported if received.

Event description:
Update was received from hcp indicating this patient underwent re-operation to remove only the metal ring from the prosthetic annuloplasty ring. Only the metal filament was removed and the rest of the device was left intact. There was no regurgitation noted. Patient was doing well.